Event description:
It was reported that a patient's blood glucose levels (bg) reached 500 mg/dl while wearing the pod between 36 and 48 hours. There was purulent discharge from the pod site. The patient reported cannula being bent while wearing it on the abdomen. For treatment, the patient changed out the pod and gave correction bolus. The ketones were minor.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
It was reported that the patient went to the hospital and was diagnosed with diabetic ketoacidosis (dka). The patient's blood glucose (bg) values reached 500 mg/dl. There was purulent discharge from the pod site and ketones were positive. The patient reported cannula being damaged, while wearing the pod between 36 and 48 hours on the abdomen. For treatment, the patient was given 2.5 bags of intravenous (IV) fluids and a manual injection of insulin totaling 9 units. The patient was discharged after 6 hours. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization, damaged cannula and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 500 mg/dl while wearing the pod between 36 and 48 hours. There was purulent discharge from the pod site. The patient reported cannula being bent while wearing it on the abdomen. For treatment, the patient changed out the pod and gave correction bolus. The ketones were minor.